Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic. Upon review, the pulse generator exhibited episodes of competitive atrial pacing inducing atrial fibrillation. It was noted that the patient did have retrograde conduction. The device was reprogrammed.